Event description:
A report was received that the pt was experiencing a wrapping and tightening pain around her chest when the stimulation was on. The pt was reprogrammed and the physician administered trigger point injections into the muscle around the paddle lead. The injections seemed to exacerbate the problem. The pt later reported she was getting great pain relief and no longer felt the tightening pain.